Event description:
It was reported that a patient has deteriorated cognitively and now is very focused on the cadd® cadd-legacy® duodopa pump. Patient is pushing on all the buttons because the patient wants to know for sure if the pump is working. The patient is also using continuously an extra dose, after which the cassette is empty half way through the evening. The patient panics. The extra dose is locked for 4 hours. Patient was very dyskinetic during the house visit. Probably because patient has used several extra doses.

Manufacturer narrative:
One cadd duodopa pump was returned for repair prior to being aware of a complaint against the pump. Repair noted indicated that the problem of non delivery alarm was not confirmed. The pump was found to be operating as intended. Based on this information, the complaint was not confirmed.